Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel leakage. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the insertion flexible tube(ift) buckled, the u/d knob white marking faded/missing, the r/l knob white marking faded/missing, the brand plate worn out, the light guide fiber bundle(lcb) defective, the light guide cable worn out, and the electrical connector leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR. Correction information: follow up #1: coding changed based on the investigation result. Additional information: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855.

Event description:
No known adverse event. Poor image quality. Date of event is unknown. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k), g6: follow up #1, h2: type of follow up.